Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud in 2003. Concomitant products included mometasone furoate (flonase) since 2016. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic pain"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal mycotic infection ("vaginal yeast infection"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vulvovaginal pain ("vaginal pain"), arthralgia ("hips pain") and pain ("waist pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, vaginal infection, vaginal haemorrhage, menorrhagia, fatigue, vulvovaginal mycotic infection, vulvovaginal pain, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, pain, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008(summons) and (B)(6) 2020 (ppf).patient had received treatment for bladder/urinary problems : vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: event was added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, vaginal yeast infection, vaginal pain, hips pain and waist pain. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal infection ("bladder/urinary problems : vaginal infection"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, metrorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion ??-???-2008(summons) and (B)(6) 2020 (ppf).patient had received treatment for bladder/urinary problems: vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added-perforation: fallopian tubes, dysmenorrhea (cramping), pelvic/ abdominal pain, back pain, metrorrhagia (bleeding b/w periods) and bladder/urinary problems : vaginal infection. Patient dob added. Reporter information and product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.